Event description:
It was reported the switch failed to function and began to emit a burning odor. Examination of the internal components of the switch revealed a resistor on the circuit board had shorted out, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.